Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA#260774). H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer stated "the tube that we recently started using does not ¿fill up¿ the way that other bd vacutainer tubes do. We even had two reports this past week that the tube, when used peripherally, stopped filling below the fill line and the blood in the butterfly needle started to ¿back up¿ into the patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer stated "the tube that we recently started using does not ¿fill up¿ the way that other bd vacutainer tubes do. We even had two reports this past week that the tube, when used peripherally, stopped filling below the fill line and the blood in the butterfly needle started to ¿back up¿ into the patient."